Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with a manual injection. The customer had symptoms such as thirst and being lethargic. The customer was unable to troubleshoot for the pump because she is blind. The customer was advised to call back to troubleshoot.